Manufacturer narrative:
Citation: matias b. Yudi. Coronary angiography and percutaneous coronary intervention after transcatheter aortic valve replacement. Journal of the american college of cardiology. 27 march 2018; 71(12): pages 1360-1378. Doi: 10.1016/j.jacc.2018.01.057 earliest date of publish used for event date (B)(6) 2018. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding coronary angiography and percutaneous coronary intervention after transcatheter aortic valve replacement. All data were collected from multiple centers. The study population included an undisclosed number of patients, an unknown number of which were implanted with medtronic corevalve and evolutr (serial numbers not provided).   Among all patients that received a corevalve adverse events included: a valve-in-valve implant, myocardial infarction (mi), coronary obstruction requiring a percutaneous coronary intervention (pci). Based on the available information, these adverse events were attributed to medtronic product. Among all patients that received a evolutr adverse events included: a valve-in-valve implant, high implant, myocardial infarction (mi), coronary obstruction requiring a percutaneous coronary intervention (pci). Based on the available information, these adverse events were attributed to medtronic product.   No additional adverse patient effects were reported.